Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads have come off completely [device breakage], no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, 2 of the oral-b precision clean brushheads came off completely. She stated the brush heads had been barely used when this happened. She reported that she had used the toothbrush for many years. No symptoms developed.